Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). [(B)(4)].

Event description:
From the journal article, it was found that two patients underwent revision surgery due to hardware failure(implant fracture). Lotzien, s., hoberg, c., hoffmann, m.f. Et al. Clinical outcome and quality of life of patients with periprosthetic distal femur fractures and retained total knee arthroplasty treated with polyaxial locking plates: a single-center experience. Eur j orthop surg traumatol (2018).

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. The involved hospital informed us that no more information will be provided. Device history records: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item numbers are available. Review of event description; it is reported that 2 patients out of a total of 45 patients underwent revision surgery due to nonunion (failed fracture healing 6 months after initial trauma) leading to implant fracture in the journal article. A second revision was needed for one of the patient. Review of received data: the journal article was reviewed. It states that all surgical treatment was conducted between 2007 through 2013. In all cases, open reduction followed by internal fixation was performed by lateral subvastus approach. Submuscular plate insertion was performed in twelve cases (26.7%). Cefazolin (2 grams intravenously) was administered for peroperaaive antibiotic prophylaxis 30 min before skin incision. Two types of plates, ncb-df(distal femur) and ncb-pp-df (periprosthetic distal femur), was utilized. The plate type and length were selected based on the fracture type (167mm-393mm). Physical therapy was instituted one day after the index surgery and weight bearing was delayed until the 12th week. However, it is unclear which approach and plates were utilized in the two complained event. In revision surgery, patients were treated with iliac bone grafting in addition to redo internal fixation utilizing the same plate type. It also mentioned that nonunion formation and hardware failure were not related to osteoporosis or diabetes. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: compatibility: no compatibility check can be performed as only one product has been reported. Root cause analysis: as the ref number are unknown, two possible risk files were identified. Due to little information available, possible causes which could contribute to delay union were considered. Root cause determination using rmw (ncb df): breakage of implant due to movement between implants leads to notching / fretting. Possible, as the implant was not returned, the condition is unknown. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). Not possible, as a systematic issue with design and material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material. Possible, as the implant was not returned, the condition is unknown. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to wrong interpretation of x-ray template for dimensions. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to user perform inadequate force to the plate. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to user define incorrect placement of the spacers and plate. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not available. Breakage of the implant due to user performs inadequate forces to the plate . Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. - breakage of the implant due to user perform improper handling of the plate during insertion possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to user read/interprets wrong screw depth possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to patient do not follow the postoperative protocol possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Root cause determination using rmw (ncb pp): breakage of implant due to movement between implants leads to notching / fretting. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). Not possible, as a systematic issue with design and material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to implant will be implanted against contraindication. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to wrong interpretation of x-ray template for dimensions. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to user define incorrect placement of the spacers and plate. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to user perform improper handling of the plate during insertion. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of the implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Breakage of implant due to patient do not follow the postoperative protocol. Possible, as the events detail, the explanted device and all relevant records such as x-ray image and surgical report are not provided. Conclusion summary: neither device reference number, specific event description, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received. The condition of the components is unknown. Although the possible cause list in root cause analysis could contribute to implant fracture, the main cause is, as mentioned in journal article, the nonunion of fractured bone. Since the nonunion bone could not take over the load over time, it could eventually leads to overloading of the plate. Nonunion could relate to disturbed biological and mechanical factors; for example, impaired bone healing regulation, insufficient blood supply and surrounding soft tissue damage, and mechanical factors as well as unstable fixation, overly rigid fixation, insufficient compression force and bad reduction result in wide fracture gap. However, as other contributing factors could not be excluded with the little information available, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4)..

Event description:
No event update.